Event description:
It was reported by the customer that the fastening system would not lock properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated unit. Result: rail assembly in fastening system. Conclusion: customer was sent replacement part.